Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a balloon rupture. Users identified blood in the catheter extender line going into the pump. Users stopped the therapy and opted out from using another or continuing the therapy altogether. Customer discarded catheter. No patient harm or injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse opted out from completing an initial functional check due to the blood ingress into the unit. The fse identified blood in the pim, and safety disk patient side. There was no blood identified on the safety disk driver side nor into the drive manifold. The fse isolated the blood ingress to the pim. The fse replaced the pneumatic module assembly. The unit was calibrated and passed all functional and safety tests per factory specifications.